Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty during a cartridge change after overfilling the cartridge twice, causing the plunger to fall out. With assistance from beta bionics support, the user completed the supply change successfully. No medical intervention was required, and blood glucose was not affected.